Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the downloaded log file. A review of the downloaded log file spanned approximately 28 days ((B)(6) 2021¿(B)(6) 2021 per time stamp). Throughout the log file, an intermittent power cable disconnect alarm activated due to a power cable fault on the black power cable, not associated with a power source exchange. Associated with these alarms, was also a single atypical no external power alarm due to a battery exchange on the white lead. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms in the log file. The heartmate ii system controller (serial (B)(6)) was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The continuity test on the black power cable¿s negative power line (black/white wire) measured to be an open loop. The black cable was then spliced open lengthwise and thoroughly inspected for wire and insulation damage, and the negative power line (black/white wire), next to the connector casing, was found to be damaged with metal exposed. A root cause for the reported event was found to be severe damage to the negative power line (black/white wire) in the black power cable. Incidental findings: a visual inspection revealed green fluid ingress inside the bulkhead assembly and the driveline female connection. The driveline button/release latch was noted to be hard to press. Both power cables¿ strain reliefs were noted to be damaged. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had connect power alarms. The patient changed out their clips, then batteries and finally their controller. Once the controller was exchanged, the alarms discontinued. The patient was not receiving any alarms on their new controller. The patient was advised to call the site with further alarms. No additional information was provided.